Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer overrode the pump recommended bolus amount and delivered a larger bolus than recommend in attempt to address a blood glucose (bg) level of 150 mg/dl faster. Subsequently, the customer¿s bg level lowered to approximately 45-50mg/dl. The customer consumed carbohydrates to address low bg level. Additionally, the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.